Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the report: the customer reports that it was not possible close the instrument on the tissue. Additional information indicated the device was applied to tissue. There was no problem loading the sulu. The instrument did not lock at the handle squeeze. It was not known if there were improperly formed staples. The incision was not increased by more than 2.5 cm. There was no blood loss in excess of 250cc. There was tissue loss and operating room time was extended by more than 30 minutes. The surgery was not converted to open, nothing fell into the patient cavity. Additional surgical intervention was necessary.